Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump switched on and off without notification. The customer also reported that the battery compartment had cracks. The blood glucose was not given for the time the issue was reported. Nothing further reported.